Event description:
On (B)(6) 2012, the customer contacted baxter technical services regarding a leak during dwell 1 on the homechoice device. The caregiver (cg) noticed that the patient line was leaking. The technical service representative (tsr) had the cg close all of the clamps and assisted to end therapy so that the cg could restart the setup with all new supplies. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the leak. The following information was reported. On an unreported date, the patient experienced cloudy effluent. On (B)(6) 2012, the patient was diagnosed with peritonitis. The pdrn stated the patient reported the leak to her after the patient was diagnosed with peritonitis. The pdrn stated the peritonitis was probably related to the leak that occurred on (B)(6) 2012. She stated the caregiver reported the leak was coming from the patient line tubing, but did not observe any visible damage. The patient was continuing peritoneal dialysis (pd) therapy successfully with no further issues. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was reported. The pdrn confirmed the patient had peritonitis. The patient was not hospitalized for the event. On an unreported date the patient was treated with unspecified antibiotic therapy at home. Peritonitis was ongoing. The pdrn had to end the conversation because she was in a clinic at the time of the call. No further information was provided. On (B)(6) 2012, product surveillance contacted the patient's caregiver regarding the leaking patient line. The following information was reported. The caregiver stated she is the one to set up the patient's therapy. She stated she does not use scissors or sharp objects to open the outer pouch of the patient's supplies. She stated the supplies are kept in the house at room temperature. She stated there is a cat in the home, but the cat is kept outside of the room during therapy. On (B)(6) 2012, during therapy, she noticed the floor was wet. She stated the leak was coming from the patient line, so she held the tubing and contacted technical services. She stated there was no damage noted to the cassette. She stated there were no connection issues during setup. Cause of leak was unknown. She confirmed the patient had an infection and was currently taking antibiotics.

Manufacturer narrative:
(B)(4). This report of leak is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused or contributed to the reported issue.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for associated lot numbers with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted. A sample was requested, but the supplies were discarded after use, therefore, a sample evaluation will not be performed. A follow-up report will be submitted if additional information becomes available.